Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the systeme error 105 alarms through review of the event history log, but did not reproduce them. The evaluation found that 5 of 6 motor mount screws were severed, which is a known contributor to the reported symptom. The motor assembly was replaced.